Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was having their implantable neurostimulator (ins) removed due to irritation at the battery site. The irritation had been present since (B)(6) 2013. The doctor wanted to leave the lead implanted so they could implant a new battery at another date and use the same lead. It was further reported that the implantable neurostimulator (ins) was explanted and the leads were still implanted. The patient opted to remove the ins instead of having a non-rechargeable one put in. The patient noted that the ins was painful and irritating. The doctor thought the patient¿s weight loss of 35 pounds might have been a contributing factor but they weren¿t certain. The doctor was going to follow-up with the patient in 6 months about implanting another ins since the spinal cord stimulator was very helpful for them.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pain when the stimulator was implanted was worse than the pain that they got their device for. There was a lot of tissue damage.